Manufacturer narrative:
The device is not available for evaluation as it was discarded. Since the lot number of the device was not provided, a DHR review could not be performed. The trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined.

Manufacturer narrative:
The reporter has indicated that device is not available for evaluation as it was discarded and the lot number is unknown. In medical safety opinion the reported rise in intraocular pressure (iop) that has been relieved after treatment can be related to both a routine cataract surgery or residue of the product. However, the non-reactive pupil to the light is most likely related to the patient with an underlying eye disorder. It is not likely that the device is related to the pupil non-reactivity. Additional information has been requested. The investigation is ongoing and follow-up report will be submitted upon completion of investigation.

Event description:
It was reported that the patient had cataract surgery on the right eye and the surgery passed without any incidents. One day post-surgery, the patient's intraocular pressure (iop) increased up to 55mm hg and a small round bubble (less than 2 mm in diameter) remains in the anterior chamber. This small quantity of amvisc is not visible during the operation. The pressure was relieved by puncture of the anterior chamber and antiglaucoma therapy. According to the surgeon, a small quantity of viscoelastic residue in the anterior chamber should not lead to such a high iop, generally a small amount of viscoelastic remains in the anterior chamber after every cataract operation. Additional findings two months post-surgery, were pupil cross-oval, doesn't show any reaction to light. Vision 0.4, iop 16mm hg during antiglaucoma therapy.